Event description:
The home patient reported that upon disconnecting from the homechoice machine during automated peritoneal dialysis, the home patient inadvertently left the twist clamp of the transfer set open. The patient noted fluid leaking. Upon discovering this the home patient closed the twist clamp of the transfer set and the leaking stopped. There was no patient injury or medical intervention associated with this incident according to the home patient.